Event description:
It was reported that the 9600 system had an error code displayed at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure software upgrade was installed during the service call. The system was tested and found to be working as intended and placed back into service.